Event description:
After submission of the initial MDR, product was received on 4/22/2025, and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). MFR no. 3004753838-2025-056928 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The sensor was inserted into the arm on (B)(6)2025. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is available.